Event description:
Incident as reported: - "please note that dr.(B)(6) performed an axillo-bifemoral bypass after catheters failed to resolve issue."

Manufacturer narrative:
Product is being returned for engineer eval. A f/u report will be sent when more info is available.